Manufacturer narrative:
This report is filed on january 07, 2019.

Event description:
It was reported that the patient experienced extrusion of the receiver-stimulator resulting in the decision to explant. The device was explanted (date not reported), the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 17, 2019. (B)(4).